Manufacturer narrative:
The involved spectrum autopass needle was not returned for evaluation as it was discarded at the user facility. Without the actual product, an evaluation could not be performed and the root cause of the reported needle breakage was not able to be determined. This lot number 35152 was manufactured on 14dec2016. Of the lot containing (B)(4) units, there have been no other similar complaints received for this item/lot number combination. (B)(4). To date, there have been no patient long term adverse effects resulting from this type of incidents. The reported "tip breakage" will continue to be monitored via the complaint system to ensure product safety. The use of the autopass suture passer and needle is very technique dependent. This failure is addressed in the risk documentation and the risk analysis has been deemed acceptable. The needle shaft and blade are made of nitinol. A material routinely used in the manufacture of medical instruments with a long history of safe and effective clinical use. Nitinol is used in vascular stents, valve patches and orthodontic devices. To reduce the risk of needle breakage and patient injury, the information for use (IFU) provides the user with the following warnings: - avoid lateral stresses to the instrument or device function may be compromised. - do not use if parts are broken, cracked or worn, or device function may be compromised. - whether used arthroscopically or in open surgery the suture passer must be used under direct visualization. - if tissue is excessively thick or rolled and suture passer jaws do not close far enough there is a chance of suture passer needle missing the window of the suture retrieval mechanism. - if the suture passer needle kinks during use, immediately discontinue use and discard. There is an increased risk of needle breakage and unintentional patient injury may result. - do not use disposable suture passer needle for more than one (1) procedure. Reuse could cause fatigue and/ or breakage of the needle, which may cause possible patient injury.

Event description:
The user facility reported that during use of the spectrum autopass needle with the spectrum autopass suture passer in a traumatic rotator cuff tear/injury procedure where supraspinatus had pulled bony pieces and fragments off the humeral head, the suture passer needle broke at the tip. It was reported that after placing the first y-knot with tape (which pulled out of the bone as there was not enough cortical bone to catch the anchor), the surgeon replaced it with a 6.5 mm crossft which held. When putting the 4th suture strand through the supraspinatus, the suture passer needle broke at the tip. . There was no patient injury reported. There was a five-minute surgical delay with this reported issue. The surgeon continued with the concept passer which performed faultlessly for the rest of the case. It was noted that with a new needle, passed at least another ten suture tails. The surgeon surmised that when he broke the needle, he had hit a bony fragment still within the cuff. The metal tip was not found but the surgeon was confident it had been sucked into the suction bottles no patient demographic information was provided. This report is filed on the basis of potential for patient injury with recurrence.